Event description:
It was reported that anchor was broken during use. No patient injury was reported.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device.

Manufacturer narrative:
One 5.5 mm pk sa healicoil anchor was returned for evaluation. Visual assessment of the device confirmed the reported breakage. One of the anchors rail has broken. The distal end of the anchor is also bent. The condition of the anchor indicates axial alignment was not maintained during insertion.